Event description:
It was reported that black substance seeped from the duraguard. There was no patient involvement and no adverse consequences were alleged.

Manufacturer narrative:
The device was received by the manufacturer and a quality investigation was performed. The attachment was found to have heavy corrosion on the bearings. According to the quality engineer, the corrosion was most likely caused by improper sterilization procedures at the account.